Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting high threshold measurements. It was revealed that the lead was still located in the coronary sinus, but had microdislodged and was not in same location where it was implanted. The caller stated that this patient did not want to go through surgery/lead repositioning and the there was still lv chamber pacing, so it was elected not to reposition the lead. During an elective device replacement procedure, the physician attempted to reposition the lv lead, but was unable to move the lead in any direction. A possible epicardial lead implant may take place in the future. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.